Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had time clock anomaly. Customer blood glucose level was 89 mg/dl. Customer also stated that the loss was greater than 1 minute per week and greater than 4 minutes per month. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test.device was monitored and functioning properly. No time or clock anomaly during testing